Event description:
Reporter alleged obtaining a result of 389 mg/dl back to back with a result of 165 mg/dl on the advantage system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter no longer has the strips and so, no product will be returned for eval.